Event description:
During baxter's evaluation, a device powered off without user input while on ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device evaluation found a seized motor. The seized motor can cause excessive current draw which can result in a loss of power while the device is running on ac power only, resulting in the unit powering off without user input. The motor assembly will be replaced.